Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that two days after the implant of the device, the patient experienced diaphragmatic stimulation. X-ray confirmed that the atrial lead had dislodged. The parameters were reprogrammed and the device adjusted to vvir mode. The lead remains in use. No further patient complications have been reported as a result of this event.